Manufacturer narrative:
Investigation determined fault was caused by leak from heat exchanger. There was no malfunction of the heater-cooler.

Event description:
User reported that it appeared blood had leaked from a heat exchanger into the heater-cooler. There is no risk of patient harm, but some risk of environmental contamination if situation is handled incorrectly. There was no harm related to this event.